Event description:
During troubleshooting for a system error 2240 (air in set) alarm during dwell three of four on a homechoice (hc) machine, it was reported that one of the supply bags came loose and the home patient (hp) had reconnected the bag to the line. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy. The hp was to finish therapy with manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.